Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after she was on a boat trip and the insulin pump was close to her body. Her blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.